Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to deliver a correction bolus but noted the bolus calculated was more than expected. Customer reported a low blood glucose (bg) value of 63 (mg/dl) that occurred earlier in the day; however, customer attributed the low bg an increased insulin sensitivity. Food was consumed to address bg level. A review of the pump settings showed a correction ratio of 1:1. Customer stated the correct ratio should be 1:100 and that she possibly entered the 1:1 ratio accidentally. During troubleshooting with tandem technical support, customer was able to adjust the correction ratio to 1:100.